Manufacturer narrative:
The customer removed the loose pads found in the spm . The test strips were replaced. The customer cancelled service because they did not observe an instrument malfunction. (B)(4).

Event description:
The customer reported that she loaded strips from an already open vial and noticed 3 loose strip pads inside. When she opened the strip provider module (spm)to the ichem velocity instrument and found 2 loose pads there. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.